Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a female patient, age 74 years, weight 76, bsa (body surface area) 181 while in the cardiac department the patient expired indication for use los. The doctor inserted the intra-aortic balloon (iab) through the ultraflex sheath (suitable for a 40 cc iab) via right femoral artery and found it was impossible to advance, issues with the movement of the iab through (forward-backward) the sheath. As a result, the decision was made to remove the iab and sheath. Difficulty was met and medical/surgical intervention was required to remove the lab and sheath from the patient. A new iab was inserted via left femoral artery (new insertion site) successfully without the sheath (ultraflex 30 cc/7 5 fr). Patient complications were stated as a big groin hematoma. There was an approximate 30 minute delay or interruption in therapy which caused harm and injury to the patient. The doctor made the medical judgement that the device did not cause or contribute to the patient's death. Pump strips were generated and available for review x-rays were performed and available for review after the second insertion and findings were normal.

Manufacturer narrative:
Manufacturer control no. (B)(4). Additional information: an update received from teleflex, greece on 20may2013 stated that the user did not have to cut down the iab during the surgical removal. The iab was removed completely from the patient it was confirmed that the pump strips generated and the x ray performed were both after the second insertion. Los stand for low output syndrome. Medical intervention was stated as ascending aortic aneurysm. Device evaluation: the iab was not returned. A comprehensive evaluation could not be conducted. A device history record review was conducted for the lot number with no relevant finding. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "difficulty was met and medical/surgical intervention was required to remove the iab and sheath from the patient" could not be confirmed. The cause of this issue could not be determined.

Event description:
It was reported that the event involved a female pt, (B)(6). While in the cardiac department the pt expired. Indication for use: los. The doctor inserted the intra-aortic balloon (iab) through the ultraflex sheath (suitable for a 40 cc iab) via right femoral artery and found it was impossible to advance; issues with the movement of the iab through (forward-backward) the sheath. As a result, the decision was made to remove the iab and sheath. Difficulty was met and medical/surgical intervention was required to remove the iab and sheath from the pt. A new iab was inserted via left femoral artery (new insertion site) successfully without the sheath (ultraflex 30 cc/7.5fr). Pt complications were stated as a big groin hematoma. There was an approximate 30 minute delay or interruption in therapy which caused harm and injury to the pt. The doctor made the medical judgement that the device did not cause or contribute to the pt's death. Pump strips were generated and available for review. X-rays were performed and available for review after the second insertion and finding were normal.